Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported problems with breasts; had a lymph node to be removed; lymph system is swollen; has dimples in breasts; breasts became very sensitive; has a small lump on left breast; doctor thinks that this could be an allergy, they are not quite sure though. Left side.